Event description:
Complainant alleged that while attempting to monitor a male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.